Event description:
The customer reported motor error alarms on an insulin pump he just received. The customer was unable to troubleshoot at the time of the call. The customer later called to report more motor error alarms as well as a frozen screen. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.